Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/30/2016 that on (B)(6) 2016, the patient experienced no audio alerts and an adverse event. Date of issue is an approximation. Patient's mother reported that several hypoglycemic events were missed. Patient mother stated that the continuous glucose monitor (cgm) did not give an audible alert - it only vibrates. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.